Event description:
The rptr indicated that they feel pulsing and vibration between the generator and collar bone. The rptr also indicated that they no longer feel stimulation and has edema on the neck. X-rays were taken, but had not been reviewed by the physician.